Event description:
A complaint was rec'd that when using a medisense blood glucose monitoring device, the healthcare facility rec'd a significantly lower reading (173 mg/dl) when compared to a higher laboratory result (510mg/dl). When the alleged results were plotted onto a clarke error grid, they fell into the "d" zone which is considered to be clinically significant. There was no report of death or serious injury. No mis-treatment associated with the event was reported by the hosp facility's report of the incident.